Event description:
On 08/02/2000, the international distributor informed the MFR's international representative of the following: during inspection of the product, fine "red" fiber (like clothes fiber) was noted on the product. No further details were provided.